Manufacturer narrative:
The technician found the cause to be the bed exit tape switch. Per the hill-rom service manual the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Ensure the bed exit system works properly and that it places the appropriate call when activated. The technician replaced the bed exit tape switch assembly to resolve the issue. Based on this info, no further action is required.

Event description:
The technician was performing preventative maintenance on the bed and reported the bed exit is not alarming. No pt injury reported.